Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a change sensor alarm twice in one day. The customer's blood glucose was 125 mg/dl at the time of incident. Troubleshooting found a pump error alarm during a self-test. The customer was also unable to resolve a calibration not accepted alarm with troubleshoot. The insulin pump will not be returned for analysis.